Event description:
Reported by the pt as: "I don't feel fullness, I am hungry. The radiologist filled my band to 4 cc's, but he only pulled out 1cc." Follow up findings with the pt reveal: "I saw my doctor, and he tried to draw back fluid from my port and it was empty. He said I have a leak." Follow up with the doctor reveals: "this pt is having the entire lap-band system and the port out also. Surgery is pending at this time.

Manufacturer narrative:
Taper type ii. Medwatch sent to FDA on: 2/jun/08. The product associated with this report remains implanted. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addressed the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."